Event description:
A second party reported to pyng medical that a third party had made a report to them regarding issues with pyng io devices. As reported by the 2nd party to pyng medical: "three of the pyng io devices have sheared off in the last few weeks, leaving the sub-q component to be removed surgically." When approached directly, the third party informed pyng medical that "the problems with the fast io were reported at a conference. In each case, the io broke off on attempts to remove it leaving the tips embedded in the sternum. Unfortunately, that is all the info I have as I was not directly involved". To date, that is all the info pyng medical has received regarding this event. (B)(4).

Manufacturer narrative:
When the 3rd party was contacted directly by pyng medical, they informed pyng medical that they heard the reports at a weekly video teleconference held for medical emergency response teams (mert) in (B)(6). The third party gave pyng medical the email address of the person involved in the event. This person was contacted by email on (B)(6) 2010. In each email, the contact was asked for info regarding the event, including details of the circumstances leading up to and including the event, details of the pt, including their status before and after the event, and clarification of which device was involved in the event. In each email, the contact was also asked to let pyng medical know if they could not provide any info regarding the event. In the third email, the contact was informed that if pyng medical received no response, than the file would be closed. After the third email was sent, pyng medical received a return email from the contact on (B)(6) 2010. It said: "sorry for the delay, we've just been very busy. I'll get back this afternoon with some info for you." No response was received that afternoon. The investigation is still on-going.